Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer did not provide information about blood glucose value. The customer was taken by ambulance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer stated had really bad low to 32 about 3 weeks ago. Said they called the ambulance. On a related svn (B)(4) , the insulin pump had damage (physical or cosmetic), no delivery/occlusion alarm, keypad unresponsive/button error alarm, back light anomaly, rewind anomaly and motor error alarm listed in the reason code. Device had cracked display window, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0876 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed back light check and vibrate check. No back light anomaly or vibrate anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No "no delivery alarm", motor error alarm, unexpected motor noise anomaly or rewind alarm noted during testing. There was no "no delivery alarm" or motor error alarm noted on the event date (B)(6) 2021. The motor was tested outside of the unit and passed. All button function properly. No unresponsive buttons or button error alarm noted. All button functions properly. No damage noted on the keypad traces. No flattened keypad dome switch noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device passed the functional testing. No "no delivery alarm", motor error alarm, rewind alarm, unexpected motor noise anomaly or back light anomaly noted during testing. No unresponsive buttons or button error alarm noted. Device had broken belt clip slot. No broken off reservoir tube lip noted. Unable to confirm alleged low blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump was returned for analysis.

Event description:
It was reported that the customers blood glucose was 32 mg/dl at the time of the event.

Manufacturer narrative:
Customer returned insulin pump for an alleged ambulance dispatched for low blood glucose found on (B)(6) 2021. Also, on case (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged cosmetic damage located at the reservoir and clip area, no delivery/occlusion alarm, keypad unresponsive/button error alarm, back light anomaly, rewind anomaly and motor error alarm found on (B)(6) 2021.insulin pump was received with a broken belt clip slot.insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0876 inches.the stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and a21 error test. History download was successful using thds and carelink upload was successful. Insulin pump also passed back light check and vibrate check. No back light anomaly or vibrate anomaly noted.the no delivery alarm functions properly during the basic occlusion test and occlusion test.no "no delivery alarm", motor error alarm, unexpected motor noise anomaly or rewind alarm noted during testing. There was no "no delivery alarm" or motor error alarm noted on the event date (B)(6) 2021. The motor was tested outside of the insulin pump and passed.all buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. No flattened keypad dome switch noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly.the test p-cap and reservoir does lock in place in the reservoir compartment. However, a cracked reservoir tube lip was noted during testing. The following were noted during visual inspection: cracked display window and stained end cap sticker. A cracked reservoir tube lip was confirmed. Cosmetic damage was confirmed at the clip area. Cosmetic damage at the reservoir was not confirmed, however, other cosmetic damage was noted. The insulin pump passed the functional testing. Unable to verify customer alleged for low blood glucose .no delivery/occlusion alarm, keypad unresponsive/button error alarm, back light anomaly, rewind anomaly and motor error alarm were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.